Event description:
Boston scientific received information that the right ventricular (rv) lead and device exhibited high out of range pacing impedance measurements of greater than 2000 ohms. It was noted that the impedance measurement had started to increase fourteen months ago but was still within range at that time. An x-ray was also taken fourteen months ago which did not yield any significant findings. Boston scientific technical services (ts) was consulted and discussed further troubleshooting options. A revision procedure was performed where the rv lead was surgically abandoned. A new rv lead was implanted with the existing device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.